Manufacturer narrative:
The driveline was not returned for evaluation since it remains implanted. The controller was not returned for evaluation. The root cause for the reported "electrical fault" was found to be contamination within the pump driveline connector, likely due to result of tube feeding residue that had leaked into driveline and also may be due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. Heartware has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the dl cable. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a dl cable malfunction or running in single stator operation. Even though this is a failure mode that could potentially lead to patient harm, clinical results and commercial demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. The heartware hvad instructions for use (ifu00001, rev. 21 & ifu00199, rev. 04): provide instructions on how to properly handle the connector driveline during tunneling, placement of the rubber driveline cover and connection to the controller; note that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. IFU also advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4). (B)(4)/1403us - expiration date: 10/31/2014 - device manufacture date: 10/31/2013; (B)(4)/1403us - expiration date: 12/31/2014 - device manufacture date: 12/31/2013. (B)(4).

Event description:
It was reported that the patient noticed electrical fault alarms which cleared. However, additional electrical fault alarms were noticed and the site decided to perform an elective controller exchange, but more electrical faults were still triggered. Upon review of log files it was evident that 17 electrical faults were triggered with description: front phase a and b open. On (B)(6) 2014 the patient was prepped with heparin bolus prior to cleaning and epi was started. The cleaning procedure was performed by manufacturer clinical engineer and divided into 3 rounds each for approximately 20 seconds of pump off time. Contamination appeared to be green/black in color. It was reported by the site that the patient had very low reserve volume which is why the patient could only tolerate pump off time in 20 second intervals. It was further stated that the driveline contamination was a result of tube feeding residue that had leaked into driveline. It was stated that after the cleaning there were no further electrical faults. No additional information available.